Event description:
It was reported that the health care provider reached out to technical services (ts) for concerns about diaphragmatic noise on the cardiac resynchronization therapy defibrillator (crt-d). Upon review, technical services (ts) confirmed diaphragmatic noise and minor oversensing. No pacing inhibition was observed. Then, isometric testing was performed, and the noise was able to recreate a bit, but no oversensing. Reprogramming efforts were recommended and check both non-boston scientific leads. At this time, the product remains in service and no adverse patient effects were reported.